Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during specimen removal in a laparoscopic nephrectomy, the bag partially detached from the ring. To resolve the issue, a new device was used. It was noted that the surgeon uses more time removing the bag with specimen. There was no patient injury.